Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : device was not returned.

Event description:
It was reported that the device was heating up during testing at the user facility. No patient involvement was reported.

Event description:
It was reported that the device was heating up during testing at the user facility. No patient involvement was reported.